Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. Reportedly, after advancing both knots, the physician believed the closure was not correct as hemostasis was not achieved. Surgical cut-down was performed and bovine pericardium patch was placed used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.